Manufacturer narrative:
New information has been received about the events of the case. The patient was undergoing cardioversion in the pacu recovery room area for a diagnosis of atrial fibrillation. There does not appear to have been a delay related to this issue. The procedure was scheduled for 8 am, it started at 8:03 am, and the cardiologist documented his/her procedure note by 8:28 (which means the procedure was completed by this time). It was confirmed that there was no change in the patient's condition, and there was no medical intervention. There was no actual injury in this case.

Event description:
A user facility medwatch was received reporting the following issue: during a cardioversion, the x8-2t transducer was not working on port 2 of the unspecified ultrasound system. Additional information has been requested and a follow up report will be provided at that time. There was no reported patient injury associated with this event. Medwatch report number: (B)(4).

Event description:
A user facility medwatch was received reporting the following issue: during a cardioversion, the x8-2t transducer was not working on port 2 of the unspecified ultrasound system. Additional information has been requested and a follow up report will be provided at that time. There was no reported patient injury associated with this event. Medwatch report number: mw # (B)(4).

Manufacturer narrative:
It was inadvertently not reported the ultrasound system serial number was (B)(6). Updates were made to list the serial number, gtin number, model number and manufacture date.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
Philips has started an investigation into this complaint. Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A user facility medwatch was received reporting the following issue: during a cardioversion, the x8-2t transducer was not working on port 2 of the unspecified ultrasound system. Additional information has been requested and a follow up report will be provided at that time. There was no reported patient injury associated with this event.